Manufacturer narrative:
Returned for evaluation was a 5f soft-vu catheter. A visual evaluation of the returned device noted the tip of the catheter was fractured. Based on the evaluation of the returned sample, this complaint meets the criteria of a reportable event. As the returned device was fractured, the customer's reported complaint description of soft-vu catheter kinked is not confirmed. A root cause for the reported complaint description cannot be definitively determined. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported (B)(4) 2015, a patient of unknown age and gender presented for an angiographic procedure. When opening the disposable device's sterile packaging while prepping for the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for evaluation.